Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Investigation determined that the temp. Team member wasn't following standard work process and lost track of the process flow. DHR was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a femoral fixation procedure. During the procedure, it was noted that the inner packaging of the toggleloc ziploop was not sealed. Another toggleloc ziploop was utilized to complete the procedure.